Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic after receiving a vibratory notifier, high out of range high voltage lead impedance was noted to have triggered the vibratory notifier. During interrogation, the high voltage lead impedance was found to have dropped back within normal range. The lead was capped and replaced on (B)(6) 2019. The patient was fine after the procedure.